Event description:
Customer reported a cgm error 42 occurring three or more times on the pump, indicating an ongoing issue. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, technical support decided to replace the pump. The customer was instructed to place the pump in storage mode before returning it using a prepaid label within ten days and continue using the current pump as a backup therapy.